Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 13mar2019 in the b.5. Field. No further follow up is planned. Evaluation summary: the mother of a male patient reported the humapen luxura hd device was "not correctly injecting doses" as "it drips several times" after the device is removed from the skin. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1403g08, manufactured march 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy or leaking after injection complaints. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use state to use a new needle for each injection. There is evidence of improper use. The patient reused needles. This may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to provide adverse events and a product complaint (pc), concerns a 2 years and 6 months old male patient of unknown and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (humalog), via a reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unknown time after starting on therapy with insulin lispro via a humapen luxura hd, it was reported that the pen was not applying the dose correctly, it dripped after removing of the skin (lot 1403g08; (B)(4)). It was reported that it was applied 0,5ui and the patient experienced blood glucose at 400 (unit and reference ranges were not provided), which was considered serious by the company due to medically significant reasons. According to the reporter, the pen was stored out of the refrigerator and the needles were reused for maximum three times. Also, the operator rotated the application site and also that wait 10 seconds with the device on the patient s skin after the application. No information regarding lab tests, corrective treatment and outcome of the events was provided. Status of insulin lispro was not provided. The mother of the patient operated the device and it was unknown if she was a trained user. It was unknown for how long this device model had been used, however, it was reported that the reported device had been used since dec-2017. The suspect device was not returned to the manufacturer. No opinion of relatedness was provided. Update 07feb2019: upon internal review, the case was unlocked to correct the patient s gender in narrative. Edit 08feb2019: updated medwatch fields for expedited device reporting. No new information added. Edit 14feb2019: upon internal review, the case was unlocked in order to complete EU/ca device field. Corresponding fields and narrative were updated accordingly. Edit 14feb2019: upon review, it was determined the edit date 14feb2019 was entered in error. Added the accurate edit date of 06feb2019. Update 08mar2019: additional information received from initial reporter on 07mar2019. Updated device s return status. Narrative and corresponding fields were updated. Update 13mar2019: additional information received on 12mar2019 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields. Added the unique device identifier (UDI) number, date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to provide adverse events and a product complaint (pc), concerns a (B)(6) male patient of unknown and origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (humalog), via a reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unknown time after starting on therapy with insulin lispro via a humapen luxura hd (lot 1403g08; (B)(4)), it was reported that the pen was not applying the dose correctly, it dripped after removing of the skin. It was reported that it was applied 0,5 ui and the patient experienced blood glucose at 400 (unit and reference ranges were not provided), which was considered serious by the company due to medically significant reasons. According to the reporter, the pen was stored out of the refrigerator and the needles were reused for maximum three times. Also, the operator rotated the application site and also that wait 10 seconds with the device on the patient s skin after the application. No information regarding lab tests, corrective treatment and outcome of the events was provided. Status of insulin lispro was not provided. The mother of the patient operated the device and it was unknown if she was a trained user. It was unknown for how long this device model had been used; however, it was reported that the reported device had been used since (B)(6) 2017. Status of device was unknown. No opinion of relatedness was provided. Update 07feb2019: upon internal review, the case was unlocked to correct the patient's gender in narrative. Edit 08feb2019: updated medwatch fields for expedited device reporting. No new information added. Edit 14feb2019: upon internal review, the case was unlocked in order to complete EU/(B)(4) device field. Corresponding fields and narrative were updated accordingly.